Manufacturer narrative:
Lot serial number readable UDI : (B)(4). Results code: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion code: according to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use, (IFU), adverse events that may occur and / or require intervention include but are not limited to vascular trauma. The IFU also instructs the following: while maintaining the delivery catheter in position, withdraw the introducer sheath and visually verify that the leading end of the introducer sheath is below the distal contralateral leg radiopaque marker.

Event description:
On (B)(6) 2015 a patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses featuring c3 delivery system. An attempt was made to advance a contralateral leg component through a gore dryseal sheath. However, the deployment was initiated prior to retracting the sheath. An attempt was made to remove the sheath and contralateral leg component together, but the contralateral leg component extended beyond the leading end of the sheath by approximately 1cm, remaining partially in the artery. The contralateral leg component was then pulled directly from the artery. The damaged artery was repaired with sutures. The patient did well following the procedure.